Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis and diabetic ulcer on the foot. The customer was treated for their blood glucose with IV fluids. The customer did not provide their blood glucose levels. The customer was wearing the insulin pump during their hospitalization. The customer did not return the product back for analysis.